Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of a watchman access system (was) with the dilator within the sheath. The hub, sheath, and device tip were visually and microscopically examined. Inspection found kinks in the sheath 15cm, 16.5cm, and 18.5cm proximal to the tip. Product analysis confirmed the reported event of sheath kink.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was) double curve. During the procedure the axial positioning of the was was suboptimal and the was became kinked. The procedure was completed using the kinked was. No patient complications were reported.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was) double curve. During the procedure the axial positioning of the was suboptimal and the was became kinked. The procedure was completed using the kinked was. No patient complications were reported.